Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the electrograms revealed noise on the right ventricular lead. Device reprogramming did not resolve the issue. The patient was in stable condition and would continue to be monitored.